Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer re-loaded the cartridge to resolve the issue. Additionally, it was reported that the pump history was intermittently missing data despite the pump being in use. Pump deliveries were not impacted by issue and customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was 148 mg/dl.